Event description:
It was reported that the doctor was performing a breast biopsy and the doctor had pierced the breast and attempted to take a sample when the probe cutter jammed. The doctor withdrew the probe and used a second probe to complete the case with no patient consequence.

Manufacturer narrative:
Information not provided. Evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested and would not initialize properly. The device was disassembled and the vacuum tubing was found to be dislodged. Vacuum tubing.